Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed internal components; plunger and spring were disassembled from the quick connect handle, as a result of a 'fractured weld'. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. -upon further review of the returned product, it was identified that the failure mode previously noted was incorrect. There was no weld fracture. Instead, the plunger fractured causing the device to disassemble. The complaint was reopened and the complaint product was submitted for sem analysis. The sem testing determined the tip fractured due to overload with significant post-fracture damage noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that during a total shoulder arthroplasty procedure, after the access guide was introduced into the glenoid vault and the pin was inserted, the guide handle came apart upon removal from the joint. There were no patient consequences as a result of the malfunction.